Event description:
The reporter stated a surgeon in (B)(6) implanted a micl 12.1mm implantable collamer lens in the pt¿s right eye on (B)(6) 2008. This pt is serving in the military and was transferred to (B)(6), (B)(6) where the pt started seeing an ophthalmologist regarding loss of quality of vision. On (B)(6) 2011, it was noted that the pt developed an anterior sub-capsular opacity and loss of vision. On (B)(6) 2012, the pt saw a different ophthalmologist. There was low vaulting and the lens was lying on the natural lens. The doctor was planning to remove both the icl and cataract, but the pt decided to do the icl exchange only. On (B)(6) 2012, the icl was removed and exchanged for a longer length lens. The surgeon used one suture to close the wound. There were no complications. Pt¿s last doctor visit, his visual acuity was 20/20. The lens was discarded.

Manufacturer narrative:
Pt (B)(4) secondary surgery, incision sutured. Device (B)(4) inadequate (B)(4). Evaluation: method: lens work order search/medical review. Results: a lens work order search was performed and no similar complaints were found within the same work order. Medical review ¿ review of this file indicates that the pt presented with anterior subcapsular opacity associated with a low vault and decreased visual acuity. The icl was exchanged with a longer lens and visual acuity post-op is now 20/20. Anterior subcapsular cataract is a labeled complication of icl surgery. The possible causes of this condition is determined to be secondary to anterior capsular touch during the surgery, icl touch following inadequate vaulting or excessive manipulation during the learning curve. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. Conclusions ¿ (no device failure): based on the complaint history, work order search and medical review, it was determined that the most likely root cause for the event was inaccurate white to white measurements as the result of difficulty in clinical sizing. (B)(4).